Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed, the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found: due to clogging of nozzle; no air/water fed. Nozzle had foreign objects. Due to wear of angle wire; bending angle in up direction did not meet the standard value. Due to wear of angle wire; the play of up/down knob out of the standard value. Adhesive on angle rubber had white-clouded area, adhesive on angle rubber chipped, adhesive on angle rubber cracked, flexibility adjustment ring scratched, forceps channel port shaved, suction cylinder shaved, switch 1 scratched, bending tube damaged, adhesive around objective lens peeled, adhesive around light guide lens peeled, distal end cover scratched, connecting tube scratched. And due to adhesive peeling around objective lens; flare occurs. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for an evis lusera colonovideoscope, having air/water supplied issue. Upon inspection and testing of the returned device, foreign material was found clogged in the scope nozzle; due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The instruction manual operation manual ¿chapter 3 preparation and inspection, 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system¿ describes the following warning: "9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." "1. Keep the air/water valve's hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.